Event description:
It was reported that the subject device picture goes off. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue was observed during a diagnostic bronchoscopy procedure with a procedural delay. The procedure was completed with a similar device.

Manufacturer narrative:
Correction to d4: lot number. This device is serialized. The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.